Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system did not alarm due to the system configuration. The fse adjusted the system settings for the customer's device and alarm limits of the device were checked and tested with a patient simulator. The philips field service engineer (fse) adjusted the system settings for the customer's device and alarm limits to resolve their issue. After adjustments made to the device, the system was placed back into service. Reporting address state 34

Event description:
The customer reported that the device is not giving an alarm between the set values. The device was in use on patient at time of event, there was no adverse event reported.